Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts due to post-paced t-wave oversensing (pptwos) and the right ventricular (rv) lead exhibited far p oversensing. Programming changes were performed to address the post-paced t-wave oversensing (pptwos) of the ICD, but no changes were performed for the far p oversensing. The patient was in stable condition.